Manufacturer narrative:
Study checked since the patient is a part of a clinic study.

Event description:
It was reported that upon device interrogation device back up vvi mode was observed on the device. Patient did have a MRI scan and had symptoms of diaphragmatic stimulation. A device download was performed successfully. Patient was stable.